Event description:
It was reported through clinical study that surgeon applied other conservative approach in order to address leg discrepancy post left tka. Severity of this event was deemed mild, it is not deemed serious, it is currently continuing and outcome is unresolved.

Event description:
It was clarified that the "other conservative approach" done represent prescribing patient with a build-up shoe.

Manufacturer narrative:
(B)(4).